Event description:
G-tube dislodged. Upon further examination, balloon had a hole in it and was deflated manufacturer response for tubes, gastrointestinal (and accessories), mini one® balloon button (per site reporter). Waiting for their response.